Event description:
Pt with 1.2 cm verruca on the dorsal hand treated with cryotherapy -using cryac mini made by brymill- . Pt noted extreme pain following treatment. Approx one week post treatment pt called office and complained of sensory anesthesia involving the dorsal hand and 3/4 of the dorsal fingers - sparing the distal aspect of the dorsal fingers - distal to the dip joints- . Pt was asked to followup for eval. Pt referred to hand surgeon who diagnosed nerve injury secondary to cryotherapy. Consulting physician currently unsure if sensory deficit is permanent. Dose or amount: applied to dorsal hand; frequency: applied twice; route: top. Diagnosis or reason for use: wart. Event abated after use stopped or dose reduced? No.